Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The home patient reported she respiked the heater bag while connected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services requesting assistance to end therapy on the homechoice (hc) machine during last fill. The hp stated she was not connected but when she turned the hc back on it alarmed check supply line refilling heater. The hp further reported that she had tried to respike the heater bag. The tsr advised the hp to inform the nurse she respiked heater bag while connected. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.